Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st (device #1). An additional emdr was submitted to represent the bard/davol ventralight st (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralight st (device #1). (B)(6) 2018: the patient underwent surgery for implant of an unspecified bard/davol ventralight st (device #2). Ni/ni/ni: the patient had subsequent surgical intervention due to the hernia mesh device. The patient is making a claim for an adverse patient outcome against the two (2) ventralight st (device #1) and (device #2). The patient's attorney alleges patient experienced emotional distress.